Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material inside an unopened dressing is confirmed and was determined to be supplier related. One dressing was returned for evaluation. An initial visual observation revealed foreign material sealed inside the clear window of the returned dressing. The dressing was still fully sealed and had not been used. A microscopic observation revealed the foreign material inside the dressing to be slightly brown and black in color with a fibrous appearance. The foreign material appeared to be the size of a small bug. Because the dressing was returned unopened with an observable foreign material inside, the complaint of contamination of a dressing is confirmed. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported by the customer that the PICC dressing came with bug or mold in it. No other information provided. Additional information received 8/21/2023: it was reported this was discovered prior to applying to patient. No patient information will be provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that the PICC dressing came with bug or mold in it. No other information provided. Additional information received 8/21/2023: it was reported this was discovered prior to applying to patient. No patient information will be provided.